Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they feel a "stinging sticky sensation" or electrical impulses during intermittent physical activity. The device was checked in the clinic, and the device pocket was examined to be in normal condition. The device remains in use. It was further reported that in response to the advisory describing the potential for device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) software was updated. The device was confirmed to be in a mode susceptible to the error. No programming changes were made. The device remains in use. No patient complications have been reported as a result of this event.